Event description:
Use of CPAP machine through provider for treating sleep apnea resulted in near suffocation. Back pressure from device restricted exhalation, resulting in increase of sleep apnea. Provider was aware of patient complaint that device restricting breathing, advised to continue use in order to "get used to it." When told over the phone of incident, providerrep advised for the first time there was an alternate product available with zero exhalation pressure.